Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, pin 14 of the trunk cable connector was damaged. The cause of the check therapy pad messages is the damaged pin. The root cause of the damaged pin cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector pin. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient and spouse contacted zoll customer support to report constant check te pad alarms. The patient was issued a replacement electrode belt.